Event description:
Consumer via phone stated that the oral-b dual clean toothbrush heads became loose. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.